Event description:
Company representative reported, left side deflation. Healthcare professional, later confirmed, left side deflation. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Company representative reported left side deflation. Healthcare professional later confirmed left side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening assessed as fold flow opening . No additional observation. No further actions are required as no issues with the manufacturing process are observed. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Company representative reported left side deflation. Healthcare professional later confirmed left side deflation. The device has been explanted.